Event description:
The pump was returned to animas. The pump was evaluated by product analysis and found that the battery compartment was cracked, the pump display screed was faded and discolored, and the pump vibratory alarm feature was not working. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump was examined and found that the battery compartment was cracked. The pump history was reviewed and found no evidence of any power issues related to the damage. The pump display screen was found to be faded and discolored. The display screen was replaced with a test screen and the display returned to normal. When the pump powered on, no vibration was detected. The pump was opened and the vibration motor was found to be misaligned. When the motor was realigned the pump vibration returned to normal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.